Event description:
It was reported that this clinic received a remote alert indicating high, out-of-range pacing impedance measurements (>3000 ohms) from this right ventricular (rv) lead. The patient was brought in-clinic where provocative maneuvers were performed with no changes in impedances and the measurements were all in-range. Additionally, there was no evidence of noisy signals. Because of these findings, the physician elected to continue with remote monitoring. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that this clinic received a remote alert indicating high, out-of-range pacing impedance measurements (>3000 ohms) from this right ventricular (rv) lead. The patient was brought in-clinic where provocative maneuvers were performed with no changes in impedances and the measurements were all in-range. Additionally, there was no evidence of noisy signals. Because of these findings, the physician elected to continue with remote monitoring. At this time, the rv lead remains implanted and no adverse patient effects were reported.